Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure the system made aloud noise and shut down entirely. The surgery was started and completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).